Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens, but the back haptic broke while ejecting through the injector. There was no patient contact.